Event description:
Device issue: physical resistance. Adverse event: dissection requiring medical intervention. Onset of adverse event: during the procedure. It was reported that resistance was met during the deployment of the 3.0 x 28 mm xience v stent in an unspecified tortuous and calcified lesion. A dissection occurred in the distal segment of the lesion which was covered by another stent. No additional info has been provided.

Manufacturer narrative:
(B)(4). Eval summary: dissection, as listed in the xience v instructions for use (IFU) is a known adverse event associated with coronary stenting and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU also states, "implanting a stent may lead to dissection of the vessel distal and/or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other)." In this case, a conclusive cause for the reported pt effect, and the relationship to the product, if any, cannot be determined. Physical resistance/inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The anatomical condition was reportedly tortuous and calcified, which likely contributed to the difficulties. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot that could have contributed to this complaint. In this case, a conclusion cause for the reported dissection could not be determined, although the reported physical resistance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a quality control audit inspection is used to verify the product quality.